Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and five needles. One of the needles was received broken, and under microscopic inspection, instrument marks were noted on the needle body. A functional analysis of the undamaged needles was performed using a bend moment test. The results exceeded the specification for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the swaged end weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the needle broke. The status of the patient is no problem. A new absorbable suture was used without issue.